Event description:
A report was received that the pt was being reprogrammed due to the stimulation causing jolts in his chest. It was noticed that the pt has high impedances on one of the contacts and the physician suspects that the lead is fractured. The physician has recommended a lead revision procedure.